Event description:
A bipap autosv advanced system one, ger device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the service technician also noted dirt in the assembly. The device was scrapped at the customer's request by the service center after the evaluation was completed.